Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil (subject device) encountered resistance in the middle of the catheter. The coil was broke within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was provided by the customer indicated the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure the coil (subject device) encountered resistance in the middle of the catheter. The coil was broke within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.